Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and insulin squirted out during manual prime. The customer's blood glucose reading was 88 mg/dl at the time of incident. Troubleshooting found that the pump cannot exit the preparing the prime loop and the drive support cap was sticking out of the device and not recessed into the unit. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with prime error alarm during basic occlusion test and unable to prime during prime test due to loose/protruded drive support disk. The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump had cracked case at display window corner, cracked lcd window, minor scratched lcd window and cracked reservoir tube lip.